Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: january 07, 2010. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when opening the kit, it was noticed that the thread of the instrument was broken. No patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (4.3mm threaded lcp(tm) drill guide, part number 323.042, lot number 2550463). The subject device was returned with the edges of the thread section broken off as complained. The visual inspection revealed that small fragments of the thread tip are broken off. As previously reported, the device history record review showed no anomalies were detected. No ncrs were generated during production. There were no issues during the manufacture of the subject device that would contribute to the complaint condition. Using caliper 3-01-1979 the following measurements were taken and were found to be within specification. The length of the device measured 100mm as it was damaged and parts of the tip section were broken off. Based on the measured results, the DHR-review and the visual inspection we can conclude that no manufacturing failure could be detected. The complaint condition was confirmed, however, an exact root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.